Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient receiving 2000 mcg/ml baclofen at an unknown dose via an implantable pump for intractable spasticity. It was reported that the patient previously had the pump shut off and had decided to have another pump implanted on (B)(6) 2016. A possible catheter issue was suspected in pre-operation prior to the procedure. At the implant, they found the catheter had a hole near the pump connection site. The hole was a few centimeters distal to the pump connection. The hcp used a pigtail piece to revise the catheter and was able to aspirate the catheter with no issues. The programming of the pump and the prime to initiate therapy was reviewed. It was further reviewed that the pump off code was provided in (B)(6) 2015 and the hcp was asked if there was a therapy issue at that time and the hcp stated there was no therapy concern. The pump was off at the time the event was discovered and was not being used for therapy. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.